Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system fluoroscopy was not working. This could cause the system to become unusable due to the inability to produce a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.